Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A kink was observed in the sheath assembly from femoral marker to the proximal end. A hole was encountered in the lapjoint area of the sheath. A damage was encountered in the femoral marker. Impedance testing shows a good unit wave form. It was observed that the catheter was leaked when the catheter was flushed. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 02mar2016. It was reported that lost image occurred. The target lesion was located in the severely calcified lesion. An opticross¿ was selected to visualize the target lesion. During preparation, it was noted that the device worked properly. However during the third pullback, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a hole in the lapjoint area and damaged femoral marker (marker flakes off) occurred.